Event description:
It was reported that a trained physician attempted arteriotomy closure of the right femoral artery with a starclose device after an interventional procedure. The clip was fired; however, upon removal, the clip remained in the sheath. Hemostasis was achieved using femstop. There were no patient adverse effects. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was no lot information. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.